Manufacturer narrative:
Additional information: complaint allegation is confirmed. One unpackaged ar-400 drillsaw handpiece serial number: (B)(6) was received for investigation. Visual evaluation noted that the device was broken at the base where it attaches to the battery. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces when removing the battery from the device. Refer to investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-400 drill saw handpiece had a piece break off by the battery attachment. This occurred during use in a case with no patient effect.